Event description:
The mother of a (B)(6) male patient called zoll customer support to report that the patient was receiving frequent check belt alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt alarms) has been confirmed. Upon investigation the electrode belt trunk cable connector pins were bent, which prevented the electrode belt from fully connecting to a monitor. The misaligned pins likely caused the reported alarms. The root cause for the bent pins could not be positively identified but was likely excessive force when connecting the electrode belt to a monitor. No adverse event resulted from the bent pins. The patient received a replacement electrode belt.